Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for reagent lot 04522ui00. Review of tracking and trending reports did not identify any related trends for the architect total b-hcg assay. Return testing was not completed as returns were not available. Using worldwide field data, a review for the overall performance of the architect total b-hcg reagents suggested that the performance is acceptable. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
Patient identifier: complete entry = (B)(6). Patient information: no further patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect total b-hcg result. The sample ID (B)(6) generated an initial result of 524.42 miu/ml. The sample was retested and generated a result of <1.20 miu/ml which matched a new collection the next day. No impact to patient management was reported.